Manufacturer narrative:
The device history record and service history review could not be performed because no serial number was provided. The unit was not returned for service. If the information becomes available, the applicable service notes will be updated. A root cause and corrective actions could not be determined with the available information. No further action is needed at this time. We will continue to monitor reports and take action as applicable.

Event description:
The customer reported the pump is not giving the programmed flush during tube feeding. This has contributed to worsening renal function. The patient was started on IV fluids when IV access became available, as the patient had difficult vasculature.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.